Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has not been feeling good and was being seen at an outpatient clinic. The device was programmed voo due to chronic atrial fibrillation (af). The system has been exhibiting slowly rising pacing impedance measurements on the right ventricular (rv) channel which had triggered the lead safety switch (lss) due to a measurement greater than 2000 ohms. Additionally, noise and oversensing resulted in some pacing inhibition. A revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.